Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist in one sample cassette from p/n 21-7002-24 without its original packing and in used conditions. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination, and no discrepancies were found. The sample was connected to the cadd legacy plus pump to look for unusual functions. The sample was fully priming and connected without difficult, the pump was set running and no alarm activated. The customer's reported problem could not be duplicated. According to the investigation, the root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and the alarm was not activated. No actions are required since the complaint was not confirmed; however, production personnel was notified by quality engineer to awareness of the defect reported by the customer.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was noted to be defective and could not be recognized by the pump. No patient consequences were reported. No adverse effects were reported.